Event description:
It was reported that the subject device presented an e226 error. The issue occurred during an unspecified procedure that was intended for an examination that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the information obtained from this complaint and the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an e226 error. The issue occurred during an unspecified procedure that was intended for an examination that was completed using a similar device there were no reports of patient harm.